Event description:
A discordant high positive immulite 2500 stat troponin assay result was obtained on a pt sample. Initially the sample was higher but during the second test, it was lower. The suspected discordant result was reported to the physician. No indication of pt treatment administered. Pt treatment was not altered and there was no report of adverse health consequences due to the high discordant stat troponin assay result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that there are no known cause for the discordant stat troponin result. No further eval of the device is required. The instrument is performing within specifications.